Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2015 with the following findings: bolus button was leaking. Moisture was present inside the wall of battery compartment but not inside the pump. Battery compartment was cracked at the case seal. Unable to test all steps since audio bolus button cover is missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).